Manufacturer narrative:
Programmer: model 8835, serial# (B)(4), implanted: na, explanted:na, catheter: model 8709, serial# (B)(4), implanted: 2012 (B)(6), explanted: unknown. (B)(4).

Event description:
It was reported, the patient experienced increased pain; severity mild. The drug infusion rate was increased between may and september (on (B)(6) 2012- 50% increase in infusion rate, (B)(6) 2012 - 33%, (B)(6) 2012 - 25%, (B)(6) 2012 - 31% and on (B)(6) 2012- 15% increase in infusion rate). On (B)(6) 2012 an x-ray was done that showed catheter disconnect from pump. The catheter was replaced on (B)(6) 2012. Patient outcome was indicated as recovered without sequela. The system was used to infuse dilaudid, bupivacaine, droperidol. A follow up report will be sent if additional information becomes available.